Event description:
It was reported that the right ventricular lead exhibited inappropriate shocks due to oversensing noise. The lead was capped and replaced on (B)(6) 2022. The patient was discharged.